Event description:
The contact stated that the iab was too short. There was no product to return for evaluation. The iab was used. Event complications: unknown - reported 3/20/97. Pt's current status: unk - rpt'd 3/20/97.